Event description:
Surgeon was doing an intramedullary nailing on left. While inserting distal tibial screw, it got struck. While trying to remove, only part of the piece came out. The remainder of the screw is still in the patient. Surgeon made decision to leave screw in as oppose to risk causing harm by trying to remove it.